Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the deployment inflation resulted in an over sizing and over lengthening of the stent delivery system. Oscillation of the inflation device between negative and neutral deflated the delivery system adequately for removal. The inflation time was longer than expected. Reportedly no pt injury was associated with this incident.